Event description:
Via regulatory agency (mw5111796), healthcare professional reported injecting a patient in the upper lip with 0.55 ml of juvéderm® volbella¿ xc in the nasolabial folds with 1 ml of juvéderm® vollure¿ xc. Five months later, patient experienced severe swelling of the injection sites that was minimally tender and two visible erythematous nodules on the upper cutaneous lip. The event was described as "linear induration erythematous." The patient was treated with doxycycline and medrol dosepak 4 days later. Twelve days later, the patient was treated with prednisone ¿in a tapering fashion¿ and clarithromycin bid x 10 days. The patient had the covid-19 vaccine 4 weeks pre-onset. Symptoms are relapsing when steroid dosage is decreased. Patient is still on steroids orally to control the inflammation. Inflammation does not seem to be infectious. Antibodies have not been helpful as symptoms relapse when the prednisone dosage decreased below 40 mg/day, despite 20 days of antibiotic use. Symptom ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00637 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.